Event description:
The fse reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. There is no report or injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber pcb was evaluated and replaced. The system was tested, found to be working as intended and put back into service.